Event description:
No 'RMA' was issued, the device is not expected to be returned. The surgeon had been using the osv I without any problem. The osv I was discontinued and the surgeon was now using the osv ii for the first time. Upon the use of this device the surgeon noted before implant he put the ventricular catheter in physiological saline and aspirated from the peritoneal catheter. The surgeon felt the aspiration was not as smooth as in the osv I and only visualized bubbling from the catheter. The surgeon proceeded placing the osv ii. The surgeon has not seen any improvement in the pt since the implant. The pt still presents with nausea. The surgeon is wondering if there is a difference between osv I and osv ii. There is no indication at this time that a revision was required.